Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were visited emergency room due to high blood glucose on (B)(6) 2021. Blood glucose level when admitted to hospital was 32 mmol/l. Customer was treated with intravenous insulin drip and 10 units of insulin. Symptoms customer reported at the time of hospitalization event was feeling sick, very hot, difficulty breathing. Customer stated they were hiking and saw his blood glucose was going up rapidly. Customer went to a hospital emergency room when his blood glucose went over 30 mmol/l. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customers last blood glucose reading was 9.4 mmol/l. The insulin pump will not be returned for analysis.